Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had difficulty charging the ins and the ins didn¿t hold a charge. It was unknown what factors could have led to the issue. The rep reported that the ins was replaced. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of pli# 10 product ID# 97714 found no significant anomaly; ins battery reduced due to overdischarge. If information is provided in the future, a supplemental report will be issued.